Manufacturer narrative:
The report of ¿fractured lead¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures were located approximately 28.3cm from the terminal end of the lead. The root cause of the fractures are unknown as the patient denies any accidents, falls or trauma prior to the reported event.

Event description:
It was reported that patient experienced pain at ipg site and that one lead fractured. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102098. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.